Event description:
Pt admitted (B)(6) 2021 with low flow alarms, fatigue, and weakness. Lvad flow 2.6, pi 7.3 and power 3.9. Taking warfarin as prescribed. Inr range 1.5-2.5 with several low inrs that coincide with hospitalizations. On (B)(6) 2021 ast 126, alt 85, t-bili 1.4 and loh 277. CT scan on (B)(6) 2021 with noted non-occlusive thrombus and stenosis with kinks to outflow graft. On (B)(6) 2021 echo with small left ventricle and cannula abutting septum. Heparin started. Controller changed with an updated programmed controller.